Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite took the screws out of the driver, pulled it forward, disconnected the wire harness from the driver board, rerouted the cable assembly / ac power harness pn 766876 and reconnected the wire harness to the driver board performed unit testing with the unit passing per the service manual specifications.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the set "amplitude" is not being met and the unit sounds like amplitude is "dampened". There was no indication of patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The co2 analyzer failed because of a known issue, refer to report no.: (B)(4). The co2 analyzer was scrapped per procedure.